Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a high capture threshold and decreased sensing was observed. Twiddlers syndrome was suspected. The lead was explanted.